Event description:
It was reported that there was a malfunction of the adjustable pressure limiting valve resulting in loss of manual ventilation during a case. The patient was switched to an ambu-bag until the unit was replaced. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting was replaced to resolve the issue. Block a: no patient information provided to date after calls to customer 06/05/23 and 06/07/23. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.